Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. The following morning of the procedure, the lead exhibited low pacing impedance and decreased sensing due to lead dislodgement. The lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance and r-wave amp variation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported events of low pacing impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.